Event description:
The flu shot injection came in a prefilled syringe. The safety needle was taken from the box and attached to the syringe in the normal fashion. The flu shot was administered per portocol. When the needle was removed from the employee's arm, the plastic safety portion of the needle remained attached to the syringe but the needle portion remained in the arm. A small portion of the needle was visible and able to be grasped so was then removed manually and discarded.it happened twice for two patients using the second device from same lot.

Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Patient also had another device explanted. A device history record review is in process. Four requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.